Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the investigation of the complaint drill bit has shown that is broken as described in the device report. The broken surface is homogenous, what indicates material conformity. The drill bit is broken due to mechanical overloading during use. It is likely that a short time overloading associated with an excessive bending moment led to the breakage. One possible explanation for such an overloading may be contact with very hard cortical bone or with metal. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At the operation of osteotomy on (B)(6) 2014, drill bit was used. When the surgeon drilled by the contra angle attachment, the tip of drill bit was broken. The broken tip and fragment were removed. No surgical delay was reported. This report is 1 of 1 for (B)(4).